Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp), consumer, and manufacturer representative (rep) regarding a patient who was receiving morphine via an implantable pump for spinal pain. It was reported that the patient had a reservoir of fluid underneath where the pump was and 'my pump is in my back and it swelled up and the wound opened up and it is leaking fluid.' They were in the hospital and on antibiotics. The opened-up incision was 'barely visible' but stated 'this was put in almost 5 months ago.' They confirmed event date as 'last week.' Their hcp told them to go to the hospital, so they did. A hcp later called in stating they wanted a rep to come and turn down the pump as the patient had an infection and they were going to be explanting the pump but in the meantime the dose needed to be adjusted. The patient came to the hospital "recently" due to increased pain and the wound had dehisced. Cultures were taken and the patient had a staph infection forming.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) via the company representative (rep) reporting that the patient was to be discharged and see her managing doctor on (B)(6) 2025. No additional information since that update.